Event description:
Two manta ray drivers stripped during surgery, had to leave the driver tip in the head of the screw.

Manufacturer narrative:
Examination of the instrument shows that the hexalobe tip is sheared/twisted off of the instrument. There were no nonconformances noted for this batch of parts in the device history record. Per correspondence w/ theken field clinical engineer, the surgeon has followed up with his patient and found that she is doing fine. The screws and driver tip seem to be in the same position on postoperative fluoroscopy. When the incident occurred, the surgeon was not able to engage one of the spring arms, but felt that he had adequate purchase in the bone with the screw. He does not foresee this being an issue. He did not have any spare drivers available, as he stripped all drivers during the procedure. However, he was comfortable with the amount of purchase that he had received from the screws and did not feel that it was necessary to further tighten them.